Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Set screw mark noted on the terminal pin. Blood/body fluid noted in the helix housing and in neck region. The lead was found deformed. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement. The lead tip and helix have no visible signs of damage or defect which would lead to dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. It was identified via chest x-ray. The ra lead was explanted. No additional adverse patient effects were reported.